Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. However, the field service engineer (fse) of olympus checked the subject device. Olympus obtained the additional information that the printed circuit board of the subject device had failure and was repaired by the user. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, omsc concluded that the reported phenomenon was attributed to the failure of the printed circuit board of the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device at the user facility, it was found that the endoscopic image of the subject device flickered. The user facility completed the procedure using the subject device without delay. The field service engineer checked the subject device and found that the reported phenomenon was attributed to the loosening of the video connector socket cable of the subject device. There was no report of patient injury associated with this event.